Manufacturer narrative:
The device has received for investigation. A supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 26.0 hardware: iphone12.1 cgm sensor type: g6 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient¿s legal guardian that the patient¿s blood glucose levels rose to above 300 mg/dl while wearing the pod between 1 and 4 hours on the abdomen. A discrepancy was noted between the cgm readings and a glucometer measurement. Despite calibration, blood glucose levels remained elevated. Upon pod removal, the cannula was found to be bent. As treatment, the pod was removed and replaced with a new pod from a different lot. The partner was notified.